Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 300 mg/dl to 400 mg/dl at the time of incident. The customer also reported that the insulin pump alarmed no delivery during fill tubing. The customer was assisted with troubleshooting and it was resolved by complete set change. The customer was reported past event. The insulin pump will not be returned for analysis.